Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was concerned how battery life was affected by use of latitude, as he read in the latitude manual that it should be used too often, as it would affect battery life. The patient further discussed that this crt-d was on the shortened replacement window (4/05/2007) advisory and that was the reason latitude was set up for him. A boston scientific technical services (ts) consultant discussed the factors that affect battery life and recommended that the patient contact his physician to discuss further. Information was later received that this device was explanted for normal battery depletion.